Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) reported that the iabp pneumatic module is failing testing and will not pass calibration. The stm replaced the pneumatic module and performed full calibration and functional tests. The iabp passed all testing and was returned to the customer for clinical use.

Event description:
It was reported that during preventive maintenance performed by a getinge service territory manager the cardiosave intra-aortic balloon pump failed the pneumatic module leak test. No patient involvement or adverse event was reported.